Event description:
It was reported that a pt's device was not functioning properly. The pt reported experiencing erratic stimulation following an injury sustained at work where a 10 pound can fell on her chest. Because of this, the physician referred the pt for generator revision surgery. Good faith attempts to obtain add'l info from the physician have been unsuccessful to date. Attempts to obtain the explanted generator are currently being made.